Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. The most proximal row of struts were raised vertically. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A tear extending distally 1mm in length was identified at the guidewire exchange port. This damage is consistent with excessive force being applied to the delivery system during the removal of the guidewire. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. It was also noted that the hypotube was broken approximately 88mm proximal to the midshaft bond. The proximal end of the break was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly calcified circumflex artery to the first obtuse marginal. The physician attempted to advance a 2.75x28mm taxus¿ element¿ stent delivery system to the lesion; however, the device was unable to cross. The device was removed from the patient and it was noted that the stent struts were damaged. The procedure was completed with another of the same device with no patient complications reported. The patient¿s current condition is stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly calcified circumflex artery to the first obtuse marginal. The physician attempted to advance a 2.75x28mm taxus element stent delivery system to the lesion; however, the device was unable to cross. The device was removed from the patient and it was noted that the stent struts were damaged. The procedure was completed with another of the same device with no patient complications reported. The patient¿s current condition is stable.